Event description:
As reported, while in use the bard/davol hydrosurg laparoscopic irrigation device had ¿leakage from the bottom of the container.¿ as reported, the issue has occurred intermittently over the past 6 months. There was no reported patient injury.

Manufacturer narrative:
As reported, the bard/davol hydrosurg plus irrigator leaked fluid into the bottom of the container. The subject device was not returned for evaluation. Based on the condition reported, the root cause is most probably due to fluid ingress into the unit housing. However, without having the sample to evaluate, no conclusion can be made. Note, the date of event is consider to be a best estimate as on (B)(6) 2022 based on the information provided.